Event description:
A customer reported the nurse performed the preoperative tests of the anesthesia machine, prior to the first case of the day. Once the tests were completed, the nurse inadvertently left the red plug in the inspiratory port with the breathing circuit attached. At the start of the first case, the clinician reportedly noted the machine started to alarm. The clinician reported she felt the alarms were patient induced and started to treat the patient for bronchospasm. The nurse was called in to the operating room. Upon arrival, she reportedly realized the red plug was left in the inspiratory port. The plug was removed and the case continued. The anesthesiologist reported the patient was without oxygen for approximately 1.5 minutes. Current neurological condition of the patient is unknown.

Manufacturer narrative:
Ge healthcare service representatives performed a checkout of the anesthesia machine. The unit was found to function within manufacturer's specifications. The reported complaint is a user error. As stated in the advance users manual, preoperative tests section, step 2 of the low pressure leak check states, "plug the right-hand (inspiratory) port". Once the test is completed, the manual states that the user is to "remove the plug in the right-hand port and reconnects the breathing circuit". See attached addendum for screen shots of the display that occur during the preoperative checkout procedure. There is a cascade of high priority system alarms, both audible and visual, that occur if the test device is left in the breathing circuit during a case.